Manufacturer narrative:
H.3 plant investigation: a single companion sample was received from the customer. A physical evaluation was conducted and upon completion of the visual inspection it was found that the cycler set is acceptable no damage was observed. The companion sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached following the physical examination of the companion sample device. Therefore, the complaint is not confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 2 of 4 of treatment and treatment was cancelled. The cycler was rebooted, the alarm resumed when treatment was restarted. It is unknown at which point in therapy the leak may have begun. The cause of the leak was reported as a hole in the cycler set¿s cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported that a sample cassette was provided by the patient to return for physical evaluation by the manufacturer. The actual cycler set cassette used has been discarded. The patient has received a new cycler and is continuing peritoneal dialysis therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 2 of 4 of treatment and treatment was cancelled. The cycler was rebooted, the alarm resumed when treatment was restarted. It is unknown at which point in therapy the leak may have begun. The cause of the leak was reported as a hole in the cycler set¿s cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported that a sample cassette was provided by the patient to return for physical evaluation by the manufacturer. The actual cycler set cassette used has been discarded. The patient has received a new cycler and is continuing peritoneal dialysis therapy.